Event description:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator indicating there was loose connection of external paddles cable to defibrillator. There was no patient involvement. Based on the information available and the testing conducted, the cause of the reported problem was not exactly identified. Based on the information available, philips technician adjusted the cable to fix the issue. A review of the risk management file was performed and it was determined that this complaint is a reportable malfunction. Regulatory reports have been submitted per regulations. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after adjusted the cables. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.